Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was tested after arriving in fs. The issue with the aic not being able to detect the purge disc was confirmed. The cause of the issue was a broken purge flag.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a patient of unknown age, gender, race, and ethnicity implanted with an impella device mechanical circulatory support. It was reported that automated impella controller (aic) failed to recognize an installed purge cassette during patient support. The aic was subsequently swapped out to resolve the noted malfunction. No patient harm was reported.